Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that they were in a case and the monitor had gone black. They were getting an orange led on the monitor. They had the covers off - computer fan was running. Reseated the dvi cable, system started booting. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.